Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having difficulties priming insulin pump as insulin pump was stuck on "fill tubing". Customer received assistance. Customer was new to insulin pump and more training assistance was requested. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting for high blood glucose.